Event description:
The customer reported the sonicbeat's tissue pad at the distal end came off after 3 or 4 times output in the abdominal cavity during an unspecified therapeutic procedure .the procedure was completed after switching to a similar device. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.